Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device will not switch on.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6)2018 . The returned pad-pak DHR was investigated showing it was 1 of (B)(4) pad-pak¿s manufactured on the(B)(6)2018 under lot j0488. All pad-pak¿s were subjected to a battery voltage test on the 24th july 2017 with no recorded fails. Returned pad-pak from lot j0448 depleted. No fault found on the returned sam 350p. Upon receipt the device could not be powered on with the returned pad-pak (expiry september 2022), as per the reported fault. Further investigation revealed the pad-pak was depleted beyond any use, with each individual cell severely depleted, which would indicate their depletion had been due to an external load and not a fault on the pad-pak. No excess current drain or additional faults were identified on the returned sam 350p that would have led to the premature depletion of a pad-pak. The sam 350p performed to specification throughout testing at heartsine. The device was temperature cycled between 0-50°c for 48 hours, and additional stress testing was carried out at 50°c 95%rh for 5 days while performing self-tests every 20 minutes. This combined testing equates to approximately 9.5 years of normal use without fault. All voltages recorded in the history log throughout the device¿s period of installation were found to be considerably above the voltage required to power on the device. Furthermore, no low battery fails were observed in the device memory. This may suggest the returned pad-pak had been depleted by another device that was not returned for investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 350p.

Event description:
Device will not switch on.